Manufacturer narrative:
G4:28mar2021. B4:05apr2021. The product support provided the part ID for the touchscreen per the customer's request. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported that the touchscreen is not working intermittently. The customer reported that the unit was not in use on patient. The customer contacted product support. Due to intermittent issues, the customer was advised that the touchscreen has to be calibrated. The customer was provided with the part ID (453561539061 rp) of the touchscreen assembly upon request.